Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers were not provided. The condition of the device was unknown as no photos or device were received. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the surgeon has observed tibial loosening/subsidence on radiographs for this patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.